Manufacturer narrative:
A replacement glidescope spectrum smart cable was sent to the customer and the reported smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned cable and confirmed the reported image issue. When connecting the customer's glidescope spectrum smart cable to known, good, test verathon equipment, the video feed cuts out when the cable is manipulated. The camera image quality test was performed and failed for the glidescope spectrum smart cable. Upon completion of the evaluation the customer's glidescope spectrum smart cable was scrapped as it had already been replaced prior to its return for evaluation, and there being no repairs available for the smart cable. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would intermittently disappear whenever the cable was manipulated. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.